Event description:
It was reported the 9805 hydraulic lift was used to lift patient out of a chair. During the lifting action, the patient noted a cut the back of her leg. The cut was believed to have come from the lift.